Event description:
As reported during a therapeutic laparoscopic colectomy (laparoscopic resection) procedure, a part of the tissue pad was peeled off. There was no error message, no fragments fell off into the patient body. The setting output mode of the device was level 1. The device was replaced with similar device and the intended procedure was completed with no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. The product name was sb-0535fc. Lot no. 1zk supplementary information was 27. Device inspection and evaluation noted the tissue pad was worn and partly torn. Review of DHR (device history record) for the lot number of the equipment found no abnormalities in the following items related to the event phenomenon. Inspection : us oscillation confirmation. Inspection: appearance. The IFU (instruction for use) includes the following statements that warn against the issue. The IFU states as follows: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. It can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peeled off . Investigation is ongoing. This report will be supplemented accordingly following investigation and if any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A definitive root cause cannot be identified. Olympus will continue to monitor the performance of this device.